Manufacturer narrative:
The spot vs100 is intended for vision screening of subjects from the age of 6 months through adults. The device evaluates a subject¿s refraction, pupil size and visual gaze for determining the need for referral to for further evaluation. A medical (vision) professional. Spot vs100 is indicated for use when evaluation of individuals for poor vision and refractive errors is needed. The power cord was received by baxter. Upon inspection, it was determined that the power cord was damaged with exposed copper wires. A replacement power supply was sent to the customer. Based on this information, no further actions are required at this time. Although there was no reported injury with this event, if the report of a damaged power supply with exposed wires were to recur, it could potentially cause serious injury or death. Therefore, baxter is reporting this event.

Event description:
The customer reported the vs100 power cord was torn with copper wires showing. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).